Event description:
Catheter was being used to ablate accessory pathway on left side of heart, near aortic cusps. Upon removal, catheter documented to have broken (outer wall) about 15cm from tip. Pull wires intact, but there appears to be a complete circumferential break in catheter. No error message received during procedure. The patient has wpw syndrome, with the pathway suspected to be right sided. He has had two previously failed rf attempts to ablate the pathway. They decided to try using a freezor xtra to ablate the pathway. They tried a few freezes on the right side without success. They went to the left side of the heart via the retrograde approach (arterial). They were unsuccessful and everything was removed from the left side, which is when they noticed the damaged catheter. They went back to the right side to ablate the pathway with another freezor xtra catheter, but were ultimately unsuccessful. Patient subsequently documented to have had a stroke post procedure. Post procedure, the patient was discovered to have mild aphasia. Subsequently, his symptoms became worse, including aphasia and right sided weakness. Currently, the patient has persistent aphasia, but the right sided weakness appears to have resolved. The patient had MRI and CT scans to his head, which did not reveal hemorrhage. He then received thrombolysis after consulting with the stroke management team post procedure.

Manufacturer narrative:
The device is not marketed in the us but is similar to the freezor xtra surgical cardiac cryoablation device that is marketed in the us. The returned device was visually inspected and functionally tested. Bin files and failure files show system notice 50016 "the injection has stopped because the cryomapping temperature exceeded the preset value by more than 15 degrees" at injection 13. Bin files and the verification of the smart chip file show that the catheter was used for 16 injections including cryomapping and cryoablation phases. The visual inspection showed that the catheter's shaft material was broken (snapped) at 6.03 inches proximal from the tip, the shaft interior teflon liner was intact and not broken and all the wires inside and injection line were intact. The catheter passed the deflection test, the pull wire was working as per specification. Dissection of the handle showed traces of blood inside the y-block. For investigation purposes, the broken shaft section was isolated for leaks. Pressure test and dissection revealed a leak through the shaft proximal end attachment with the y-block. The shaft material and teflon were completely broken (snapped) at the proximal end attachment with the y-block. After sealing the proximal detachment, the pressure test did not show tip to shaft leaks or rings leaks. Vacuum was applied and the base line flow was normal. The catheter passed the performance test as per specification also the impedance and flow readings were within specification. The distal fracture of the catheter was shown through dimensional analysis and atr-ftir (attenuated total reflectance fourier transform infrared spectroscopy) to have occurred very near the transition of two materials in the external jacket of the catheter (72d pebax and 75d vestamid). Optical images of the distal fracture were collected at 20x and 40x magnifications. The sheath on the proximal side of the failure (consistent with 75d vestamid by atr-ftir) flares out on all sides while the distal side (consistent with 72d pebax by atr-ftir) is rounded inwardly. The 72d/75d interface is a butt joint; however, the flaring suggests that at some point the edge of the 72d side was within the edge of the 75d side. It is unknown whether this occurred during manufacturing or due to contact between the surfaces after the fracture. Due to the known and any potential unknown handling of the device after fracture it is difficult to determine if the flared and rounded surfaces are a feature of the fractured state or if they occurred after fracture. The deformed material does indicate that the material behaved plastically during or after the fracture and pebax embrittlement is not suspected as root cause to the failure. This report will be recorded and trended and this failure type shall be monitored and trended as part of monthly return rate metrics for the determination of occurrence level. An internal CAPA has been initiated to further investigate the condition found and the investigation is in progress. To date, there have been no other occurrences of this failure.

Manufacturer narrative:
The device is not marketed in the us but is similar to the freezor xtra surgical cardiac cryoablation device that is marketed in the us. The returned device was visually inspected and functionally tested. Bin files and failure files show system notice 50016 "the injection has stopped because the cryomapping temperature exceeded the preset value by more than 15 degrees" at injection 13. Bin files the verification of the smart chip file show that the catheter was used for 16 injections including cryomapping and cryoablation phases. The visual inspection showed that the catheter's shaft material was broken (snapped) at 6.03 inches proximal from the tip, the shaft material was brittle and easy to break, however the interior teflon liner was intact and not broken and all the wires inside and injection line were intact. The catheter passed the deflection test, the pull wire was working as per specification. Dissection of the handle showed traces of blood inside the y-block. For investigation purposes, the broken shaft section was isolated for leaks. Pressure test and dissection revealed a leak through the shaft proximal end attachment with the y-block. The shaft material and teflon were completely broken (snapped) at the proximal end attachment with the y-block. After sealing the proximal detachment, the pressure test did not show tip to shaft leaks or rings leaks. Vacuum was applied and the base line flow was normal. The catheter passed the performance test as per specification also the impedance and flow readings were within specification.